Manufacturer narrative:
Update after instrument receiving: on 21 june 2018 we noticed that the instrument tip looks damaged. On the same date the r and d project manager visually analyzed the retrieved item with the following comment: from the pictures received is possible to confirm the event reported by the user, the instrument tip seems to be contaminated by bone residuals. This is the first time that a similar event is reported on this instrument and the final event root cause is unlikely related to the instrument tip design. The pitch of the instrument is quite large and easy to be cleaned after surgery, probably, an incorrect instrument washing and consequent not proper check resulted in the event reported. The instrument was received without any bone residuals, probably because it was washed before the shipment; this also confirm our suppositions reported above. The instrument was physically inspected and it was noticed that the threaded part of the tip is damaged. It is not possible to establish a certain root cause of the tip damage but it can be inferred that the instrument was damaged by an involuntary and repeated contact with a metallic instrument (as for example a blade) during the bone head removal in a previous surgery.

Event description:
After the patient was under anesthesia and the surgical staff was finishing preparing the operating room (or), it was noticed that the femoral head extractor screw tip was dirty. It appears that bone particles were lodged in the threads. The surgical staff wasted the entire room, and reset the or while the patient was under anaesthesia. The surgery was delayed 30+ minutes. After all new instruments were brought into the room ,the case went as planned. The surgery was completed successfully.